Event description:
Allegedly, patient was revised due to mom complications, shedding metal debris into the bloodstream; tissue damage persistent pain and decreased mobility; right.

Manufacturer narrative:
This is the same event as 3010536692-2015-00877, -00878, -00880, -00881.